Event description:
It was reported that noise was observed on the rv lead via review of the egms. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.